Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the belt clip broke off the insulin pump casing. It was also reported that the customer's blood glucose of 320 mg/dl was treated in the emergency room. The customer had been fighting a sinus infection as well. Nothing further was reported.